Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health professional reported that following cataract surgery the patient experienced near vison is not functional, even treated for fuchs syndrome and also no chance of reading that menu in a restaurant. Additional information was requested and received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received the reporter indicted that they had no vision right after surgery, but it started to return two days later. Gradually they adjusted to the new lens, and distance vision got better. Reporter was cleared to drive without glasses.

Event description:
Additional information was received stating the lens was explanted in a secondary procedure.

Manufacturer narrative:
The health care professional provided information that the event was related to a calculation error with a hyperopic surprise. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company lens of 12.0 diopter was exchanged for a company lens of 14.5 diopters. A difference of 2.5 diopters and a change in the cylinder power would indicate the event was unrelated to the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the consumer stating all the issues in the left eye were resolved and with the left eye doing all the work. There was no corneal transplant in the left eye. There are two medical device reports associated with this patient. This report is associated with the left eye.